Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia (vt) ablation procedure, a perforation occurred. After mapping the lateral wall of the lv, ablation was started when the patient lost consciousness briefly. An ECG showed qrs but the patient was in asystole and CPR started. After a short period of CPR the patient blood pressure normalized along with the ECG. At this time, an echocardiogram was performed and revealed a cardiac tamponade, for which a pericardiocentesis was performed to stabilize the patient. The patient is currently in the ICU in stable condition. There were no performance issues with any abbott devices.